Manufacturer narrative:
Pump was received with pump error alarm during rewinding due to moisture damaged on electronic assembly board. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error alarm. Unit was received with cracked battery tube threads and corroded battery tube. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 132 mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture. The customer stated they're cracks in the case near the battery and the customer heard fluid when shaking the insulin pump . The customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.